Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure to treat functional mitral regurgitation (mr) was completed on (B)(6) 2021. One clip was implanted reducing the mr to a grade of 1-2. On a later date, it was noted that the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). According to the physician the slda was due to the patients coaptation gap. On (B)(6) 2022, the patient underwent an additional mitraclip procedure to stabilize the slda clip. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment was due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
N/a